Event description:
It was reported that approximately 17 months post-implant of a bifurcated device, and a suprarenal aortic extension, a follow up computed tomography scan revealed a type iii endoleak between the suprarenal aortic extension and the bifurcated device. Reportedly, the patient presented with angulated non aneurysmal neck and angulated aneurysmal sac. The patient was treated with an infrarenal aortic extension, which successfully corrected the endoleak. It was reported that the patient tolerated the procedure well.

Event description:
Approximately 17 months post implant of a bifurcated device and a suprarenal aortic extension, the patient was implanted with additional infrarenal aortic extension for unknown reasons. Additional information has been requested.

Manufacturer narrative:
Actual device was not returned hence no device evaluation was performed. However, still intra-operative images and medical records were provided and were reviewed by a medical director. Based on review of the computed tomography scan, it showed that the angulated non-aneurysmal neck and angulated aneurysmal sac. Such combination of remodeling could contribute to endoleak formation. There was no evidence of structural defects with the device. Review of lot records, work orders, and prior reports no issues with the lot were noted. Based upon the investigation findings, the root cause of the reported endoleak could not be conclusively determined; however, vessel anatomy may have been a factor. Endoleaks are a known risk of the procedure, as identified in the product labeling. Remains implanted in the patient.

Manufacturer narrative:
Endologix continues to investigate the reported event. Endologix will submit a supplemental report in accordance with 21 cfr 803.56 when additional information becomes available.